Manufacturer narrative:
The customer reported issue was confirmed as the air/water flow was insufficient which was due to foreign material clogging the air/water nozzle. A review of the repair history of the scope indicates the scope was last serviced via repair on september 2021 due to stress /damage to the insertion tube and a worn/deteriorated bending section cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that a loaner evis lucera colonovideoscope's air/water feeding from the the nozzle reportedly was not very smooth which was observed during an unspecified event. During inspection and testing , incorrect or insufficient reprocessing was used for next procedure as the nozzle was clogged. No patient death, injury or infection was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the foreign material and evaluation. The olympus service engineer indicated the foreign material was not removed from the nozzle, but that the nozzle was directly replaced with a new one for repair. Since the engineer did not remove the foreign material from the nozzle, so what was clogged inside the nozzle could not be conclusively determined. However, according to the customer, the foreign material may be the wastes from inside the patient's intestine. The customer was able to reprocess the scope in the correct procedure. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by foreign material which originated from peripheral devices and then entered the air/water (a/w) channel, and then clogged the nozzle. The user is able to detect the suggested event appropriately by handling the device in accordance with the following instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities." The IFU then further advises the user to inspect the air-feeding function, and the objective lens cleaning function. Olympus will continue to monitor field performance for this device.